Event description:
Caller asking about egm (electrogram) on the june 2nd, transmission which egm is storing as expected. Caller states that the physician is concerned about this ventricular lead. Upon review of this cl once can see a significant change in impedance on this lead from the 1700 ohms to lower 1000 ohms. No out of range impedances. Rvcm programmed off due to output settings 5v@1.5 msec. Answered the callers question about the egm (electrogram) and marking this staging due to the high output and change in impedance on the rv lead on this dependent patient. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).